Event description:
A physician reported that a patient was experienced high intra ocular pressure (iop) and was given with medical treatment. The procedure details were not provided. The symptoms were resolved.

Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00052. All future reports will be submitted under mfg report num reflected in this report. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).